Manufacturer narrative:
The returned sheath was examined and it was confirmed that the sheath was fractured at the portion located 16mm from the sheath hub. Cross-section surface of fractured sheath was examined at a magnification. A cut made with something sharp was observed on the fractured portion. Also, stretching was observed on the remaining portion of tube. The manufacturing process was reviewed and it was determined that a fracture such as that observed is not possible to occur as a result of the manufacturing process. A possible cause is that the tensile strength of sheath was decreased due to contact with a sharp object such as an introducer needle or an anesthetizing needle, and then the sheath might have fractured at point of contact when it was pulled out.

Event description:
On 20 april 2015 at the (B)(6) medical center in (B)(6) it was reported that during a case a puncture developed when using the medikit supersheath catalog number js0489 with 2 pieces of the sheath (femoral approach). Initially the first sheath punctured and after that the second. When the first sheath was pulled out after the second sheath was punctured, sheath was fractured and torn. The fractured sheath tube remained in the body, and it was removed through an incision in the abdomen. There was no patient impact.